Event description:
After an implant period of approximately 69 months, disturbances were seen during a follow-up, when the patient moves their arm. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 14.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned for analysis. In between, an approx. 3 cm segment of the lead body was missing. The analysis showed several extraction damages. Cuts in the insulation were noted. The shock coil was shifted distally and the conductor cables were partly pulled out of their lumens. These damages indicate tensile forces during the extraction procedure. Additionally, the distal lead fragment was partly covered in tissue residuals, particularly around the shock coil and the lead tip. Based on these findings, a significant ingrowth of the lead in the implanted state is assumed. Furthermore, multiple signs of wear could be noted along the lead parts. At the distal lead fragment near the rv shock coil, the insulation was found rubbed through, which can be considered as the root cause of the clinical observation. Based on the characteristics of this damage the lead had been subject to severe mechanical stress in the implanted state. It cannot be excluded that the assumed increased ingrowth affected the lead's motion and contributed to an excessive wear. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.